Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The lot was manufactured january 3, 2018 - january 5, 2018. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bladder of a small volume folfusor ruptured during filling of the device with fluorouracil. There was no patient involvement. No additional information is available.